Event description:
In 2008 - second wash out - about 10 days passed and surgeon decided the same day, to again pull out only the triathlon tibial cs insert (lot# lan017) and fully wash out the knee. After he washed the knee he implanted a new replacement triathlon cs insert and left the other three implants inside the patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.